Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states. The pacemaker was functioning properly, but the physician decided to replace it because the patient was pacemaker dependent. The patient was stable with no consequences.